Event description:
Pt had prior surgery for a left pyeloplasty. A 3.5 ureteral drain was placed during surgery. When physician tried to remove the drain in the office it broke leaving a piece in the ureter. Three weeks later: cystoscopy, ureteroscopy done to remove remaining drain piece and 3.7 fr stent placed in left ureter. Patient had left pyeloplasty surgery and surgeon placed a 3.5fr urinary drainage catheter in the left kidney and ureter; (B)(4) medical products, catalog 4193505, lot 1172740. This catheter is made of silicone. Per office history and physical, while attempting to remove the catheter in the office, the catheter broke off with a portion remaining in the kidney and ureter. Patient brought to the operating room to have remaining portion removed. Per postop surgeon note the remaining drain fragment was successfully removed. Surgeon placed a ureteral stent. 3.5 fr ureteral drain (ref# (B)(4)).